Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to customer¿s mishandling, physical stress, and/or wear and tear damage associated with increase of use over time. The event can be prevented by following the instructions for use which state: "warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned to an olympus service center for maintenance with no complaint reported by the end user. During inspection, it was noted that distal end had a crack and there was a gap of adhesive on the distal end, between acoustic lens and ultrasound probe. There was no patient involvement. This report is being submitted for the malfunctions found during the device evaluation.

Manufacturer narrative:
There were few additional findings during device evaluation. Due to wear of lock engagement lever, the up/down knob could not be locked securely. Due to a pinhole on bending section cover or distal end, water tightness was lost. The adhesive on the bending section cover was detached. Due to wear of angle wire, bending angle in upward direction does not meet the standard value and the bending tube was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.